Manufacturer narrative:
It cannot be determined at this time whether any stryker device caused or contributed to the patient's infection.

Event description:
It was reported: "these implants were removed because of infection. Upon removal, the femoral head had significant markings."